Event description:
Customer reported an issue with cartridges that would not engage in the pump while attempting a change, which involved three separate cartridges. There was no information available regarding the impact on the customer's blood glucose level. No additional information was available regarding the outcome of this event, and the device was not returned for further evaluation.